Event description:
The patient arrived at the hospital experiencing an apparent myocardial infarction, with a nearly complete occlusion of the right coronary artery and a large thrombis in the proximal right coronary artery. A pronto v3 extraction catheter was used to remove thrombotic material from the proximal right coronary artery, and was followed by ptca and stent placement. The patient experienced a cerebral vascular accident (cva), and a CT scan confirmed that the cva was thrombotic in nature. At this time, there is no direct evidence to suggest that the patient's cva was associated with the use of the pronto v3 extraction catheter. The patient's condition is improving, but he is still experiencing impaired function on the right side of his body.